Manufacturer narrative:
Unit was successfully downloaded using (thus software). Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Unit rewound properly during testing. No grinding noise during testing. No unexpected alarms noted during rewind, prime/fill or during self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review no relevant alarms confirm in download history files to confirm complain code. Pump was cut open to perform visual inspection and found corroded home switch and dried insulin on the motor slide. A set p-cap locked in place properly during testing. The following were noted during visual inspection: end cap address label missing, corroded home switch, dried insulin - motor slide, cracked keypad overlay, keypad overlay texture damage, missing display window/cover and scratched case. In conclusion, customer concerns for rewind anomaly, unresponsive keypad and grinding noise were not confirmed. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Exposed to moisture confirmed due to corroded home switch and dried insulin on motor assembly. Unable to verify transmitter not charging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced grinding noise from the pump,, giving misleading alerts, buttons were not responding, and the transmitter was not charging anymore. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-7811na. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-7811na.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.